Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on additional information obtained during a follow up call with the patient performed by the customer care advocate (cca). The patient stated the alleged issue occurred at 8pm on (B)(6) 2015. At this time the patient claimed to have obtained readings of ¿224 and 44mg/dl¿ with the subject meter, performed greater than 20 minutes from one another. The patient regulates their diabetes by self-adjusting their insulin dosage and took their normal dosage of insulin (10 units of novalog), given the result of ¿224 mg/dl¿. At an unknown period of time after the first alleged inaccurate result was obtained the patient developed the symptoms of ¿sweaty, weak and nauseosus¿; symptoms which the patient associated with having low blood glucose levels. At this stage the patient tested their blood glucose again and obtained the result of ¿44mg/dl¿, so self-treated by eating a sandwich. The patient did not use any other device in order to measure their blood glucose levels at this time. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure and the samples were obtained from the same approved sample site. The time difference between the inaccurate erratic results was found to be greater than 20 minutes, however. Replacement products have been sent to the patient and subject products are pending return for investigation. Although, the alleged inaccurate erratic results do not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy, this complaint is being reported. The patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.